Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that programming changes were made to resolve the reported post-paced t-wave over-sensing. Patient condition was stable.